Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism was confirmed to not be functioning appropriately as there was dried blood/body fluid in the helix housing and neck region, which prohibited helix movement.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged resulting in decreased detection and varying impedance measurements from 629 to 1,700 ohms. As a result, a revision procedure was performed. Attempts to reposition the lead were unsuccessful as the lead would not fix to the heart tissue. The fixation tool was turned ten times faster than one turn per second. A competitor lead was successfully implanted. No adverse patient effects were reported.